Manufacturer narrative:
Block h6: imdrf device code a0401 captures ther eportable investigation results of stent shaft break. Block h11: the percuflex ureteral stent was not returned for analysis, however media was provided by the customer. The reported event of stent shaft break will be confirmed. During media inspection, it showed a stent with the positioner and the suture. The stent shaft from the device is detached. Also, the suture is not assembled in the device, and it is cut meaning it was removed. It is possible to conclude that this issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the stent shaft and is removed using excess force, the stent can get detached during the preparation affecting the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure" since the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that after unpacking, the stent was found to be fractured. The procedure was completed with another of the same device and the patient condition following procedure was stable.

Event description:
It was reported that after unpacking, the stent was found to be fractured. The procedure was completed with another of the same device and the patient condition following procedure was stable.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that after unpacking, the stent was found to be fractured. The procedure was completed with another of the same device and the patient condition following procedure was stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of stent shaft break. Block h11: the percuflex ureteral stent was returned with the suture and the positioner for analysis. During the visual inspection, media, and device inspection under magnification, it was found the stent shaft detached in two parts. The reported event of stent shaft break will be confirmed. It is possible to conclude that this issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the stent shaft and is removed using excess force, the stent can get detached during the preparation affecting the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure, since the adverse event occurred during the procedure and the device had no influence on the event.